Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an 8 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of implant was reported as the patient had a short aortic neck. There was disease progression with aortic neck dilatation. The patient presented emergently with back pain. The aneurysm is currently 11 cm in diameter. It was reported that a recent CT revealed that there was a proximal type I endoleak due to disease progression. Per the physician, there was no aortic neck length to implant a cuff. The physician elected to explant the stent grafts. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).